Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message. Son is calling on behalf of the customer. At the time of the call the customer reported having a headache and being tired; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/22/2023. The test strips are past the 4 months open vial dating: son advised that test strips have been opened off and on for over a year. The customer did not have another vial of test strips that had been stored and handled correctly. Son stated he would go to the local pharmacy and get new test strips.

Manufacturer narrative:
Sections with additional information as of 13-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.